Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: investigation results show damage to the conductive link most likely caused by the observed extrusion, which might have been induced by the patient's anatomy. Additional damage found on the device is attributable to the removal surgery. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that the patient experienced sound intermittencies when moving the head and that an extruding wire of the conductive link had been clipped of after 6 revision surgeries. Re-implantation with a bonebridge was recommended due to the purely conductive hearing loss in the implanted ear. The patient has been re-implanted with a vorp implant. As per information provided in the surgical report, the patient_s anatomy was considered at least partly responsible for the observed complications. It was also stated that the conductive link was severed during removal surgery. The patient was activated with the new device and has been performing well with it.

Event description:
It was reported that the patient experienced sound intermittences when moving the head and that an extruding wire of the conductive link had been clipped off after 6 revision surgeries. Re-implantation with a bonebridge was recommended due to the purely conductive hearing loss in the implanted ear.